Event description:
An optometrist reported a bilateral case of filamentary keratitis with mucin at flap edge, observed at six days post lasik retreatment. Reporter indicated a cotton tip swab was used to remove the filaments, and to use artificial tears for dryness. Patient noted sandy foreign body sensation in both eyes and dryness. Upon follow up, reporter indicated the pt issue was resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be field for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history record (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).